Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were attempting to use this device on a patient and it would not charge defibrillation energy. As a result, defibrillation therapy would not be available, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. The customer later advised physio-control that the issue was due to the defibrillation electrodes that were used during the event, and not caused by the device. Physio-control contacted the customer to request additional information on the patient and the electrodes that were used during the event. No response has been received from the customer.

Manufacturer narrative:
The customer later informed physio-control that they determined that the cause of the reported issue was due to the defibrillation electrodes that were used during the event. Physio contacted the customer to request additional information on the defibrillation electrodes. No response was received from the customer. The defibrillation electrodes were not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that they were attempting to use this device on a patient and it would not charge defibrillation energy. As a result, defibrillation therapy would not be available, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. The customer later advised physio-control that the issue was due to the defibrillation electrodes that were used during the event, and not caused by the device. Physio-control contacted the customer to request additional information on the patient and the electrodes that were used during the event. No response has been received from the customer.